Event description:
No additional information has been received since the last report was submitted on 13sep2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of instructions for use, specifications, and quality control data was conducted during the investigation. One device was returned, but a lot number was still not identified. Visual examination confirmed the rapid instillation component was returned intact. No visible anomalies were noted on the device. A function test was performed by flushing tap water into the tubing. Water filled the tubing but would not flush through the puncture spike. A .038¿ wire guide was put through the spike noting it to be occluded. The wire would not push through the spike. Water was pushed through the tubing a second time and flushed through the spike on the second flush. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A search of other complaints associated with the complaint device lot number could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) included with this device provides the following information to the user related to the reported failure mode: how supplied upon removal from the package, inspect the product to ensure no damage has occurred. The complaint was confirmed based on the customer¿s testimony and evaluation of the returned device. The cause of the occlusion could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: k170622. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during hemorrhage treatment following a c-section procedure using a cook bakri postpartum balloon with rapid instillation components, the IV tubing (rapid instillation component) was not functioning properly. The bakri balloon was placed transvaginally within one hour of delivery and the tubing was connected to a saline bag, but the saline would not flow through the tube. The hospital staff tried attaching multiple different saline bags but still nothing would flow through the tubing. Due to this, the balloon was unable to be inflated, and it remained in dwelling for approximately 60 seconds. The patient had 700 ml of (quantified by weighing pads) blood lost prior to device placement. Hemostasis was successfully achieved by placing another bakri device. No adverse events have been reported as a result of the alleged malfunction.